Manufacturer narrative:
Pending packaging investigation.

Event description:
Consumer reported complaint for missing package item (missing meter). Pharmacist is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed.

Manufacturer narrative:
Updated sections as of 05-nov-2019: h6: FDA method code: 10. H6: FDA results code: 213. H6: FDA conclusion code: 67. Complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging and no abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.